Event description:
The customer reported the system displayed an overload fault and would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer by phone and was able to determine that the system had been overheating, causing the x-ray tube to arc and initiate an overload error. The ge rep explained to the customer that they should not allow the tube heat to exceed 80 % of maximum. The system is operating as intended.